Event description:
It was reported that revision surgery was performed from a bilateral hip replacement patient. The right hip was implanted on (B)(6) 2010 and the left hip implanted was on (B)(6) 2010. As of the date of this report, the exact date of revision is not known and it is not clear which hip was revised.

Event description:
It has been confirmed that the patient's left hip was revised.

Manufacturer narrative:
.